Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) had a short battery life and prematurely depleted. The ins was explanted and replaced to resolve the issue. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery reached end of service (eos) and the longevity was not met. The cause of the battery longevity not being met was unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms related to the event. It was unknown what the implantable neurostimulator (ins) was programmed to or if impedances were checked.